Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 14-sep-2023 h.6. Investigation summary: it was reported the needles are leaking and easily detach from the syringes. To aid in the investigation, one thousand seventy-eight samples in sealed packaging blisters from lot 3055903 was received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No connectivity issues or leakage occurred. A device history record review was completed for provided material number 305106, lots 3055903 and 3055902. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd precisionglide¿ needles separated from the syringes during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of the departments has ordered the bd precision glide needle ref (B)(4) lot 3055903/3055903 and the needles are leaking and easy detachment of the needle from the syringes.".

Event description:
It was reported that an unspecified amount of bd precisionglide¿ needles separated from the syringes during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of the departments has ordered the bd precision glide needle ref (B)(4) lot 3055903/3055903 and the needles are leaking and easy detachment of the needle from the syringes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4: medical device lot #: 3055903. D4: medical device expiration date: 31-aug-2028. H4: device manufacture date: 24-feb-2023. D4: medical device lot #: 3055902. D4: medical device expiration date: 31-aug-2028. H4: device manufacture date: 24-feb-2023. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.